Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not have a thrombus or occlusion. CT scan revealed ventricular recovery to the point that the vad was decommissioned and the outflow graft (ofg) was ligated (blocked off). It was noted that the native heart was competing with the vad. The vad and ofg remain implanted, but inactive for use.

Event description:
It was further reported that the loss of power occurred due to a double disconnection of both power sources by the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system, controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-aug-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 01-aug-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) was admitted with numerous low flow alarms. An apparent occlusion was presented on the logs. Additionally, the controller exhibited a loss of power. A computed tomography (CT) scan was conducted, but no results were provided. The patient remains hospitalized until a plan of care is decided upon. It was unknown if there was any patient complications associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the m anufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. No raw log files were available for analysis. Review of the available autologs report revealed transient decreases in power consu mption and estimated flows starting on (B)(6) 2025, followed by a sustained decrease in flows starting on (B)(6) 2025 leading to parameters below the normal operating range; one-hundred twenty-six (126) low flow alarms were logged since (B)(6) 2025. Review of the available autologs report also revealed one (1) controller power-up event logged on (B)(6) 2025 at 21:01:45, indicating a loss of power to the controller. Prior to the loss of power, no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, no power source was connected to power port one (1) and a power adapter was connected to power port two (2). As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: outflow graft d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.